Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient had a hemorrhage at the impella access site during pump support. As a result 14 units of red blood cells (rbcs) was administered for treatment.